Event description:
It was reported that the atrial lead and right ventricular (rv) were successfully implanted. One hour after the procedure, decrease in the blood pressure, and atrial fibrillation occurred. Physician suspected atrial and/or rv lead perforation. Echocardiography was performed. Due to atrial and rv lead perforation, pericardial effusion developed. It was also reported that the patient experienced a cardiac tamponade. Drainage was performed by pericardial puncture. The atrial and rv lead were explanted and replaced. No structural anomalies of the device were suspected. No further patient complications have been reported as a result of this event.